Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/20/2014 with the following findings: the pump booted to the verify screen with dim pink contrast. Unrelated to the display issue, the alarm history indicated the year was manually changed on 03/02/2013,16:59. The pump rewind, load, and prime steps were successfully performed with no alarms. The pump was exercised for 24 hours and powered on normally. A time test was started and completed. The pump was opened and inspected and there was no intermittent condition or moisture ingress found to the power circuit. The pump was disassembled and an internal clock battery malfunction was observed to have occurred.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the time and date were incorrectly set without user intervention. It was reported the time and date did not reset upon battery replacement. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.